Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-feb-2026, a sales representative reported via email that a patient underwent an anatomic-to-reverse shoulder revision procedure on (B)(6) 2026. During the procedure, it was noted that the patient had dislocated and fractured the polyethylene component, resulting in metal-on-metal articulation between the eclipse humeral head and the universal convertible baseplate. A significant amount of metallosis was observed. The revision procedure was completed.